Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawers 2.1 and 2.2, along with all associated cubies,experienced failures categorized as "not found on bus". A field service engineer has replaced the controller board in drawer 2.2, which requires replacement based on tests conducted with my multimeter, along with the pyxis control module for drawer 2. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es pyxis monitor is not turning on when cycling the power on and off. A customer has reported that there was a delay in the dispensing of medication to patients caused by a malfunction. There were no adverse events or injuries reported based on this event.